Event description:
During a cardiac catheterization using the pt's left leg, a wire was advanced up to the bifurcation and after several maneuvers, would not advance further. There was resistance in trying to pull the wire back. After pulling it back, it was noticed that the coating had been stripped off and had been left in the place. Pt was asymptomatic. Pulses were stable.a vascular surgery consult was obtained. It was decided by the family and physicians to leave the silicone debris in place at the present time. Due to the pt's medical history, he required a CABG procedure. During the procedure the pt expired. An autopsy was not performed.